Manufacturer narrative:
Follow-up #1 date of submission 02/17/2017-product analysis: the device was returned and evaluated by product analysis on 01/31/2017 with the following findings: the battery life complaint could not be duplicated or confirmed with investigation. Two battery compartment cracks were observed. The pump¿s power draws were found to be within specification. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.